Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the leads and ins battery were repositioned from the left side to the right side in (B)(6). The patient reported that ¿we¿ thought the leads coming out of the vertebrae from the t7-t9 area. The patient reported that she thought they were aggravating the ligaments and muscles running along the spine. The patient reported that she was continuously having spasms and had extreme pain on her left side right along the vertebrae at the t6-t9 level. The patient also reported that she had a CT scan because the pain wouldn't go away, and 2 fractures were found in her spine that would not heal in the thoracic area. The patient reported that this resulted from the surgery where the ins and leads were repositioned. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 lot# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that per the healthcare provider (hcp) there was a fracture to adjacent level above where the lead was placed and it was unrelated to the placement of the paddle lead. The rep reported that the strain relief loop near the spine was aggravating the patient and causing spasms. The rep reported that the location of the loop was moved in july and fixed the issue. The rep reported that there was no other communication with the office since the follow up appointment. The rep reported that the leads were in actually the same place it was when it was placed, just strain relief loops were moved. No further complications were reported.